Manufacturer narrative:
(B)(4).

Event description:
Not aspirating occurred during phaco power usage.

Manufacturer narrative:
This is the third complaint reported for this finished goods lot; however the second for this issue. A review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the ozil handpiece did not aspirate during a right eye procedure. The handpiece was checked and it was found not clogged. Then the cassette was changed with an another one and the issue was resolved. The procedure was completed without harm to the patient. Additional information has been requested but not received.